Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow up with device post paced t wave oversensing on ventricular channel. Programming changes were made and device remains implanted.